Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant experienced several post-operative symptoms. The patient¿s symptoms included: stomach issues, diarrhea constipation, ibs, thyroid issues, hashimoto¿s, severe joint pain, hip pain, bloating, inflammation, fibromyalgia, brain fog, horrible memory, infertility, leg pain, heart issues, fast heart rate palpitations, breathing issues, ovarian cysts, endometriosis, bloating, weight gain, hormonal issues, and headaches. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the patient¿s right-sided device.